Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated, her infusion device began to hum, when she laid down to bed. She stated, her power pack had been in use for 2 weeks. She was aware of the power pack recall. The pt was advised to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.